Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings:. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the load step failed to detect the cartridge and emitted a ¿no cartridge detected¿ warning. A force sensor calibration test was performed and the force sensor did not detect any force. The pump was opened and a cracked solder connection was found at the force sensor pins. Unrelated to the complaint, the display screen was noted to be faded and discolored. Also unrelated, the keypad was found to be intermittently responding to presses; when the keypad was removed, contamination was observed under all of the button contacts. Also unrelated the bolus button was found to be torn and the battery compartment was found to be cracked. (B)(4).

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report insulin ¿poured out of the pump¿ during load step. At the time of the call, the patient¿s mother stated the patient¿s blood glucose (bg) was ¿545 mg/dl¿ with symptom of patient being cranky. The reporter claimed she would correct patient¿s high bg with a manual injection. At the time of the call, the patient informed the animas representative that the patient noticed issue when he attempted to bolus at school. The reporter confirmed they received a ¿no cartridge detected¿ warning. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.